Manufacturer narrative:
Describe event or problem. Corrected data: information regarding the generator reset was received via email prior to submission of the initial report; however, the initial report was inadvertently submitted prior to adding the new information.

Event description:
It was reported that a generator reset did not resolve the reported failure to interrogate. The patient's generator was replaced due to the failure to program. It was confirmed that a m3000 sentiva programming system was being used with the m1000 generator. The suspect product has not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The reported failure to communicate was observed and the device was reset. Normal programming was able to be observed following the reset. Following the reset the generator was subjected to and successfully completed a final electrical test and failure to communicate was not duplicated. The microcontroller halt was likely associated with the microcontroller lockup during the transition from low power mode to active mode. The manufacturer-related defect that resulted in a lockup of the microcontroller led to loss of generator function and communication until a device reset was performed. The microcontroller halt could be exacerbated by cold operating temperatures. No further relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr). Corrected data: previous supplemental report inadvertently listed 09/25/2019 as date information was received by manufacturer instead of 10/11/2019.

Event description:
It was reported that the patient's generator was unable to be interrogated despite multiple attempts and troubleshooting. It was reported that the error message "unable to find generator, please keep wand directly over the generator" was observed. The physician was able to observe the location of the generator and reportedly the wand was placed directly over the generator. The generator was able to be interrogated at implant and was able to be interrogated at the patient's first follow-up back in june. The patient was unable to be interrogated at a second appointment in a different office. It was reported the office had high ceilings, halogen lamps and no obvious sources of electromagnetic radiation. It was reported that two programming systems were used in an attempt to interrogate the generator at their second office visit. Both of the programming systems were able to successfully interrogate a demo generator. The facility attempted rotating the wands, pressing them tightly to the skin, moving the wands around. Device history records were reviewed and the generator passed all functional specifications and quality tests prior to distribution. No further relevant information has been received to date.